Event description:
On 5/14/1998 semi-automatic defibrillator unit analyzed rhythm (electrocardiogram) of cardiac arrest pt as nonshockable. On 5/18/1998 emergency medical service staff evaluating semi-automatic defibrillator rhythms noted rhythm was consistent with ventricular fibrillation - yet no shock was advised or subsequently delivered.